Event description:
It was reported approximately 5 years post the index procedure, the patient was admitted for nstmi and flank pain and was being treated by cardio due to his heart failure history. During admission a CT showed chronic aortic dissection with ascending endoleak. Vascular surgery was consulted and no acute intervention was recommended with plans for elective surgery in 1 month. During hospitalization the patient developed acute unresponsiveness requiring emergent intubation. The patient suffered an acute infarct in the right occipital lobe and a chronic infarct in the left parietal lobe and was treated with thrombolytic therapy followed by successful mechanical thrombectomy. The post-procedure course was complicated by epistaxis and oropharyngeal and groin access bleeding, suspected to be thrombolytic-induced disseminated intravascular coagulation. Six hour post thrombectomy head CT showed r p-o evolving infarct with haemorrhagic conversion in the stroke bed and contrast staining. Due to dic, patient developed a distributive shock. This resulted in acute kidney injury. The patient suffered with persistent fevers and leukocytosis, likely related to worsening ascending dissection with endoleak and a haemothorax. Treatment was given for ventilator-associated pneumonia. Despite supportive care, the patient¿s neurologic status remained poor, and following goals-of-care discussions, he was transitioned to comfort measures and expired one month post admission. The cause of the dissection and endoleak were not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: vnmc3434c182tu (B)(6) was confirmed as the most proximal navion graft. On the patients last follow up the endoleak was noted as a type ib and questionable type ii from the proximal thoracic component as well as enlarging of the infrarenal aortic aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.